Event description:
Additional information: it was reported that there was "sludge/crystals" at the catheter tip.

Event description:
A catheter occlusion was reported. Per the reporter the patient's pain was not adequately controlled. A dye study was attempted, but unable to aspirate the catheter. The catheter was explanted. The patient outcome was noted as no injury and recovered without sequela. The pump was used to deliver morphine and bupivicaine.

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed a dark residue occlusion in the dispensing holes. The returned catheter was received in pieces with the most distal portion with the dispensing holes having been dissected longitudinally by the customer. Inspection of the returned pieces prior to decontamination revealed a small piece of foreign material in one of the dissected pieces. It was determined that the material was associated with the drug used in the pump.

Manufacturer narrative:
Catheter model # 8709, lot #uk6142155, implanted on: (B)(6) 2006, explanted on: (B)(6) 2006; (B)(4) dacron pouch lot # n276995, implanted (B)(6) 2011, explanted unknown. (B)(6) , serial # (B)(4). (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).